Event description:
It was reported that the customer experienced a low blood sugar level of 2.8 mmol/l; cause was unknown. Customer intentionally suspended pump insulin delivery to address bg level. Reportedly, issue was resolved.